Event description:
The customer reported that the 9900 system left monitor was blank outside a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The video cable connection was reseated during the service call. The system was tested and found to be working as intended and put back into service.